Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: route; guide catheter: heartrail jr4.0. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initially filed report, additional information was received indicating that there was no difficulty or resistance noted during advancement of the stent delivery system into the guide catheter prior to stent deployment.

Event description:
It was reported that the xience prime stent was deployed in the mid right coronary artery and the stent delivery system (sds) balloon was deflated without issue. Heavy resistance was encountered during removal of the sds through the newly deployed xience prime stent. Additional force was applied and the sds was successfully removed from the stent and withdrawn into the guide catheter. Reportedly, the physician believes that the device issue of difficulty removing the sds from the stent, was due to poor refold of the sds balloon. There were no adverse patient effects and no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported balloon refold issues were confirmed. The reported difficulties removing the device could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.